Manufacturer narrative:
(B)(4). Information was not provided by the contact. Damaged release button. The following information was requested, but unavailable: what does malfunction of locking and firing mean? Was the device locked on tissue and could not be opened? What tissue was the device fired on? Was there difficulty in firing the device? Explain? How was the procedure completed? The analysis found that one ple60a device was received for analysis without cartridge reload. The manual override door was noted to be out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the device was found to have the clamping mechanism damaged. Due to the wear and damage to the clamp release, it appears that the device was forced open with the knife not at the home position. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The device closed, cycled and opened without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device had a locking and firing malfunction. The customer could not provide further clarification. It is unknown how the procedure was completed. No patient impact reported.